Event description:
It was reported that the customer had another davol unknown wound drain disconnect and were told that they would like the product sent back to them. They had the product in their office. Please send a return kit to them. Per additional information received via email on 20oct2025, customer returned 3 davol drains related to the complaint number. They should ship today or tomorrow. Customer wanted to send the photo as well to show one of the areas the drain has been disconnecting from. This patient was lying in bed and rolled over and it was noted that the drain had become disconnected. This drain was in a spine patient. They continue to receive a high volume of concerns regarding these disconnects. Per additional information received via email on 07nov2025, it was reported that the return box for another hemovac that disconnected. Per additional information received via email on 12dec2025, it was reported that they have 3 hemovacs (one new today) that hemovac got disconnected.

Manufacturer narrative:
The reported issue was confirmed cause unknown. Received 1 evacuator. Visual inspection noted no obvious observations. Visually inspected wound drain and evac. Tubing easily disconnected from evacuator. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. DHR is unable to be performed as the lot number is unknown. No additional actions can be taken at this time. Corrections: d, h. The reported product number is unknown. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer had another davol unknown wound drain disconnect and were told that they would like the product sent back to them. They had the product in their office. Please send a return kit to them. Per additional information received via email on (B)(6) 2025, customer returned 3 davol drains related to the complaint number. They should ship today or tomorrow. Customer wanted to send the photo as well to show one of the areas the drain has been disconnecting from. This patient was lying in bed and rolled over and it was noted that the drain had become disconnected. This drain was in a spine patient. They are continue to receive a high volume of concerns regarding these disconnects. Per additional information received via email on (B)(6) 2025, it was reported that the return box for another hemovac that disconnected. Per additional information received via email on (B)(6) 2025, it was reported that they have 3 hemovacs (one new today) that hemovac got disconnected.